Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen failure alarms on the ventilator. Ventilator was removed from service and the log files were requested. No patient harm reported.

Event description:
The following was reported to hamiton medical ag: oxygen failure alarms on the ventilator. Ventilator was removed from service and the log files were requested. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During clinical use at (B)(6) hospital, the ventilator generated a high-priority alarm indicating "oxygen supply failed." The alarm was both visual and continuous audible, and the failure was reproducible. The device was being used within its intended purpose during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury for a patient. Device logs were requested but had not been received at the time of reporting. Based on available information, the issue was likely related to the o2 mixer assembly, potentially involving the proportional valve, qo2 flow sensor, or driver board. The o2 mixer assembly was replaced, and the software was updated to version 3.0.3. The malfunction was rectified, and the device was returned to service. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023. -----------------------------------------------------------------------